Manufacturer narrative:
The insulin pump had button error alarm and no down button response due to corroded keypad traces. No frozen pump screen, counting numbers, ramping numbers ontheir own, or scrolling bar moving anomaly noted. The device had cracked case at display widow corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and display anomaly. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.